Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation of the cardiac resynchronization therapy defibrillator (crt-d), the battery longevity status bar was gray. It was noted that the device was kept under normal conditions. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.